Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a supraventricular tachycardia (svt) procedure, the procedure was cancelled an effusion was noted. The ablation catheter was used via transaortic approach. The ablation catheter was advanced to the target site and ablation was performed. Ablation was conducted with setting 30w, 60t, 180 ohms, 60s. However, the temperature was only able to reach 42 degrees. No effect was treated for the avrt. It was suggested that power be increased to 60w to achieve an effective lesion with over 50 degrees. Power was set at 35w, 40w, 50w and 60w but the ablation temperature would not reach above 42 degrees. The patient developed chest pain and became hypotensive. The case was cancelled due to a long procedure time. The patient was stable before leaving the operating room and was sent to the ccu for observation. Post procedure, an echocardiogram revealed a pericardial effusion in the posterior epicardium. No intervention was necessary. It was suspected that the effusion was caused by the high power during ablation.